Event description:
It was reported that this right atrial lead was fractured. The entire left side system was explanted and a new system implanted on the right side. The leads and device were discarded after the procedure and not available for return. There were no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).